Manufacturer narrative:
The device was evaluated by a field service technician. The damaged power cord was removed damaged power cord and replace with new cord. The docker passed function test and was returned to service.

Event description:
It was reported that the cord was cut on the docker by power switch and the bare wires were exposed. There was no pt involvement or adverse consequences related to this event.